Event description:
A (B)(6) female pt contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The electrode belt failed incoming testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, there was a short in the cable connecting the distribution node (dn) and the front therapy electrode (te). The cause of the test failure is the short in the cable. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the shorted wire. The pt received a replacement electrode belt.